Event description:
Customer reported blood glucose results of 106 mg/dl and 292 mg/dl within 10 minutes on the aviva system. Customer reported symptoms of hyperglycemia, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.